Event description:
Information was received indicating that the drive train of a smiths medical medfusion pump was not functioning and the plunger digital sensors won't work after replacing the control board. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received on 13-jan-2022 indicating that there was no patient involvement in this event.

Manufacturer narrative:
Other text: additional information g5, h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was due to normal wear as the pump was over 9 years old. Device will be returned to customer due to the reason that the version 4.1.5 was no longer in service., corrected data: d1

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified check syringe plunger sensor. During the functional testing the reported issue was unable to be duplicated. The root cause of the issue was due to normal wear as the pump was over 9 years old. Device will be returned to customer due to the reason that the version 4.1.5 was no longer in service.